Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that there was a red alarm problem for a room. The customer reported that between 13h and 15h on (B)(6) 2018 for one room that when there is a red alarm, it rings for about 3 seconds on the central and then stops without any action being made. There was normal patient monitoring being performed. There was no adverse event to the patient or user.